Event description:
It was reported that the handpiece housing is cracked. No case details were unknown. Patient consequence not reported.

Manufacturer narrative:
Moisture ingress. Eval summary: the handpiece was returned with a loose mount and the nose cone cracked. The handpiece was disassembled; a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history were reviewed and no anomalies were noted during the manufacturing process.